Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket pain. The patient underwent a procedure wherein the pocket was revised and the ipg remains implanted. The patient was doing well postoperatively.